Event description:
It was reported that during an unknown procedure the device would not cut and would not coagulate. After 10 minutes of use, the device did not work without an error code in the generator. There was no patient consequence.

Manufacturer narrative:
Date sent: 7/17/2007. Results other: broken scratched blade. Evaluation summary: the device was returned with the distal tip of the blade broken off but present. The remaining blade portion was scratched. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.